Event description:
Health professional reports: protime system inr result=2.8, unspecified lab system inr result 3.6. Patient therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Method, results, conclusions: manufacturer evaluation pending product return from user facility.